Manufacturer narrative:
(B) (4) during service, a "stop key on phm keypad not working properly" was discovered. The pump head module (phm) key pad was replaced. The pump passed all functional tests and was returned to the customer. There is an ongoing CAPA investigation, (B) (4) that is associated with this report.

Event description:
Duirng service at baxter, it was discovered on 21 april 2010 that a colleague infusion pump had an inoperable stop key on the pumphead module keypad. The event occurred during product evaluation. The user interface module master software version for this device is 6.13.90, categorized as remediated.there was no adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B) (4)

Event description:
During service evaluation on the pump the "stop key on phm keypad not working properly". It is unknown when the condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.